Manufacturer narrative:
Ipg implant date and lead device information have been requested but not yet received. Additional devices may be added at a later date based on available information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-05655. It was reported the patient experienced ineffective therapy and a loss of efficacy over the last 18 months. Reprogramming attempts were unsuccessful, and diagnostics were unremarkable. X-rays did not reveal any migration. The patient did not report any physical trauma but did gain a significant amount of weight. To address the issue, the physician explanted the scs system.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-05655. Reference MFR. Report: 1627487-2019-07563. Follow up information identified the ipg implant date, lead device information and implant date, and a previously unreported 3386 extension. It has been added as a third reportable device to this record.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Device 1 of 3; reference MFR. Report: 1627487-2019-05655, reference MFR. Report: 1627487-2019-07563.